Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unknown saline breast prostheses. It was reported that the patient had hormonal issues, no periods for six months, frequent cold and flu and was really sick. As a result, the patient underwent removal on (B)(6) 2018. No product quality issue and no capsular contracture were reported. This medwatch form is for the left breast prosthesis.